Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device unit exhibited h-lines. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion part charged-coupled device (ccd) unit exhibited h-lines resulting in a poor-quality image, and the insertion part light guide bundle showed fiber breakage, with both defects contributing to the pixelated image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a pixelated image issue. There were no reports of patient harm.